Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) that the device had hose damage. It is known that the device was used in surgery. It is also known that there was no patient/user injury. However, it is unknown if any medical intervention occurred. The date of the event is unknown. There was no additional information provided.